Event description:
A user facility returned the olympus device, evis exera ii small intestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the nozzle was clogged with foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air water cylinder had discoloration, the suction cylinder had no color, there was no air or water feed due to clogging of the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a scratch, the adhesive around the light guide lens had a chip, the bending tube was deformed, and the connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown from the information provided. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: - IFU states the detection method in sif-q180 operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in sif-q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.